Event description:
The customer reported a loss of fluoroscopic functionality. System error logs revealed there was a communication failure error message. This error is likely to result in a loss of system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The unc and systems interface circuit boards were evaluated and replaced. The generator power supply was also replaced and optimized. The system was tested and found to be working as intended and returned to service.